Manufacturer narrative:
The operating surgeon stated that the spinal rod broke due to the high load at the end of the construct. The pt's spinal condition may have lead to this high load situation.

Event description:
Pt had spinal instrumentation put in on (B) (6) 2009 to correct a severe rotational scoliosis case from t-4 to the iliac wing. It was discovered on (B) (6) 2009 that the spinal rod had broke between l4-l5. Pt has been revised and is doing well.